Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the device's anvil prematurely released from the tube leaving the anvil in the throat of the pt. The anvil needed to be recovered manually. There was no tissue damage. The operative time was extended by 35 minutes. There was no blood loss in excess of 250 cc.